Event description:
An operating room manager reported that a pt was found to have metal particles in the anterior chamber post-operatively. The pt has had surgery during the 4th week of december. The pt has not had any complaints, nor inflammation. No other info was provided.

Manufacturer narrative:
One threaded handpiece was received for evaluation due to metal floaters present in the eye. The handpiece was visually inspected using 15x magnification. Numerous nicks and dents are present on the front adapter face and its sides. The complete adapter face edge is also worn. The device history record for the lot was reviewed. No abnormalities that could have contributed to metal particulate were found during the review. The product was released according to the manufacturer's acceptance criteria. The observed handpiece damaged observed in this evaluation is most likely due to poor user care during placement of tips on and off the handpiece in six years of use. This damaged area may be a possible source of metal particulate, but this evaluation cannot determine if this is the source of the metal particles being observed by the customer. Based on the nature of the visual damage and no abnormalities with the device history review, this damage did not occur from the manufacturing process. The damage to the handpiece was due to the care and handling by the customer and is not believed to be a manufacturing issue. The exact source of the metal particulate cannot be determined from this evaluation. The handpiece was initially manufactured to its specification, but has been in service for many years. All handpieces are 100% inspected by trained operators prior each product lot being released. This handpiece is not recommended for any further use. (B)(4).